Manufacturer narrative:
(B)(4). Batch # t94086. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present, and a portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. No alert screens were displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. No communication issues were observed at any time during the test. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? No. Further information is available. The product was broken, and the product fragment was not dropped in the patient body. The additional information states: ¿the product was broken¿. What was broken on the product? It was the tissue pad. Was the active titanium blade tip broken? No. Was the handle of the device broken? No. Was the white tissue pad broken? If yes for the white tissue pad being broken, is the white tissue pad completely missing from the clamp arm of the device? Yes it was. It is unknown whether it was completely missing from the clamp arm. No further information will be provided."

Event description:
It was reported that during a semi-open lobectomy, the device was not recognized when it was turned on. The hand piece was plugged in and out, then it was recognized. 5 minutes after the operation started, an unknown error occurred. After the device was removed from the patient, it was found that the tissue pad peeled off. The tissue pad was retrieved. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. The surgeon commented that the device was activated for a long time. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.